Manufacturer narrative:
Product event summary: a photo and the afr-00001 sphere catheter with lot number 0013039455 were returned and analyzed. The image file was of a mapping system screen and catheter mapping. The catheter seemed to be in the correct orientation. No anomalies were identified during external visual inspection of the catheter. The returned catheter passed the mapping and ablation test with the test lab mapping system, no errors were triggered. No performance issues were identified with the returned catheter. During deflection testing, pushing and pulling steering wings was possible without any anomalies. The returned catheter passed the shorts test. No errors were triggered. The returned catheter passed the mapping test. No errors were triggered. While mapping with the returned catheter, it was noted that the catheter shaft appeared to have an apparent 180 degree bend in the 3d space while it was straight in the water bath. Further inspection of the catheter was performed, it was observed that the ndi sensor wires in the handle had reversed polarity. In conclusion, the sphere catheter failed the returned product inspection due to the reversed polarity of the ndi sensor wires. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during use of the sphere catheter, an issue occurred in which the catheter was visualized upside down. The cable was changed, the workstation and ciu were rebooted, and the generators were rebooted, but these steps did not resolve the issue. The issue was resolved by changing the catheter. The procedure was completed with no impact. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.